Manufacturer narrative:
Corrected data: device manufacture date. An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: no evaluation performed as the product was not returned. Medical records were not provided. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported loosening could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient's left knee was revised due to loose femoral and tibial components and pain.

Event description:
The patient's left knee was revised due to loose femoral and tibial components and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.